Event description:
A malfunction alarm was reported with a code "malf 19," and the pump could not be reset. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.